Manufacturer narrative:
As a result of an FDA compliance evaluation regarding medical device reports submitted in summary format for the first quarter of 2021, it was identified that MFR # 2020394-2021-80397 was submitted in error by grouping two distinct product catalog numbers. This report will capture the malfunction with product catalog number rf048f. The lot number for the malfunction was not provided and a lot history review was not performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation is confirmed for perforation but unconfirmed for tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly perforated and tilted. The information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as a (B)(6) year-old male who weighed (B)(6) kgs.